Event description:
During a coiling of an ica sidewall aneurysm measuring 3mm, the orbit mini complex fill 3x4 coil (637mf0304/15230137) did not fit into aneurysm and physician had to retrieve the coil inside to the (mc) microcatheter and the capture device. After retrieving from the microcatheter they noted that the coil was stretched. Later, in the same intervention, they chose an orbit mini complex fill coil (637mf2525/15142580) and had to retrieve this coil as well as it did not fit well in the aneurysm. During retrieval into the capture device, the blue stopper on the capture device broke off. After the event, similar products were used to complete and without any consequences. The product was stored per labeling instructions. The product will be returned for analysis. There was no positioning difficulty, but at the last portion of coil delivery, the microcatheter did move away from the initial position. So he had to retrieve the coil into the mc to be able to reposition the mc with the guidewire. There was no resistance friction noted with the mc when removing the coil from the site, and during removal, the coil was not tangled with other coils. After the event, the coil and delivery system was removed from the patient without any issues. After the event, the same microcatheter was utilized to complete the procedure. The mc was not re-shaped prior to use, and there were no kinks in the mc that may have contributed to the event. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, instead the coil/delivery system was first removed into the mc and then a g.w. Was inserted to reposition the mc. For the orbit mini complex fill2.5x2.5, no additional force was used during zipping that may contribute to the event, and the introducer was not kinked or bent. Other than the reported events, no other damages were noticed with any other section of the devices, coils (detached, separated, fractured, etc), and delivery systems/introducer.

Manufacturer narrative:
During a coiling of an ica sidewall aneurysm measuring 3mm, the orbit mini complex fill 3x4 coil (637mf0304/15230137) did not fit into aneurysm and physician had to retrieve the coil inside to the (mc) microcatheter and the capture device. After retrieving from the microcatheter they noted that the coil was stretched. Later in the same intervention they choose an orbit mini complex fill coil (637mf2525/15142580) and had to retrieve this coil as well as it did not fit well in the aneurysm. During retrieval into the capture device the blue stopper on the capture device broke off. After the event, similar products were used to complete and without any consequences. The product was stored per labeling instructions. The product will be returned for analysis. There was no positioning difficulty, but at the last portion of coil was delivered, the stryker mc excelsior 10 microcatheter did move away from the initial position. So he had to retrieve the coil into the mc to be able to reposition the mc with the guidewire. There was no resistance friction noted with the mc when removing the coil from the site, and during removal, the coil was not tangled with other coils. After the event, the coil and delivery system was removed from the patient without any issues. After the event, the same microcatheter was utilized to complete the procedure. The mc was not re-shaped prior to use, and there was no kinks in the mc that may have contributed to the event. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, instead the coil/delivery system was first removed into the mc and then a g.w. Was inserted to reposition the mc. For the orbit mini complex fill2.5x2.5, no additional force was used during zipping that may contribute to the event, and the introducer was not kinked or bent. Other than the reported events, no other damages were noticed with any other section of the devices coils (detached, separated, fractured, etc), and delivery systems/introducer (kink, bend, fracture, separated, etc). The procedure was completed with another coil. A non-sterile orbit mini complex fill 3x4 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked and broken. The introducer was received zipped without damage. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper was found without damages while the embolic coil was found stretched. The hypotube was inspected under microscope and it appears that it was kinked before it was broken/separated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled/stretched coil was confirmed. The exact cause of the separation of the hypotube found on the returned device could not be determined; however, based on the report that other than the stretched coil there were no other damages to the delivery system, post procedural handling/kinking appear to have caused the separation. Although no definitive conclusion can be made regarding the stretched coil, if attempt to fully recapture the coil into the introducer was done after removal from the mc instead of while the introducer was fully seated into the mc as outlined in the instructions for use, this procedural factor may have contributed to the coil stretching. Neither the analysis nor the device history records review suggests that the reported event is related to the manufacturing process. Procedural factors appear to have contributed to have these damages. Additionally inspections are in place to prevent this type of damage from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15230137 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coiling of an ica sidewall aneurysm measuring 3mm, the orbit mini complex fill 3x4 coil (637mf0304/15230137) did not fit into aneurysm and physician had to retrieve the coil inside to the stryker excelsior (mc) microcatheter and the capture device. After retrieving from the microcatheter they noted that the coil was stretched. Later in the same intervention they choose an orbit mini complex fill coil (637mf2525/15142580) and had to retrieve this coil as well as it did not fit well in the aneurysm. During retrieval into the capture device the blue stopper on the capture device broke off. After the event, similar products were used to complete and without any consequences. The product was stored per labeling instructions. The product will be returned for analysis. There was no positioning difficulty, but at the last portion of coil was delivered, the stryker mc excelsior 10 microcatheter did move away from the initial position. So he had to retrieve the coil into the mc to be able to reposition the mc with the guidewire. There was no resistance friction noted with the mc when removing the coil from the site, and during removal, the coil was not tangled with other coils. After the event, the coil and delivery system was removed from the patient without any issues. After the event, the same microcatheter was utilized to complete the procedure. The mc was not re-shaped prior to use, and there was no kinks in the mc that may have contributed to the event. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, instead the coil/delivery system was first removed into the mc and then a g.w. Was inserted to reposition the mc. For the orbit mini complex fill2.5x2.5, no additional force was used during zipping that may contribute to the event, and the introducer was not kinked or bent. Other than the reported events, no other damages were noticed with any other section of the devices coils (detached, separated, fractured, etc), and delivery systems/introducer (kink, bend, fracture, separated, etc). The procedure was completed with another coil. (B)(4). The orbit mini complex fill 3x4 coil (637mf0304/15230137) did not fit into the aneurysm; and therefore was withdrawn into the microcatheter and coil introducer. After retrieving from the microcatheter it was noted that the coil was stretched. There was no coil positioning difficulty, but at the last portion of coil delivery the microcatheter (mc) did move away from the initial position. It was reported that the pull back of the mc was due to the very small size and complicated location of the aneurysm. It was not possible to keep the stable position until the end of the coil delivery. It was during the delivery of the last 1-2mm of the coil that the mc moved back. So he had to retrieve the coil into the mc to be able to reposition the mc with the guidewire (gw). There was no resistance friction noted with the mc when removing the coil from the site, and during removal, the coil was not tangled with other coils. After the event, the coil and delivery system was removed from the patient without any issues. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, instead the coil/delivery system was first removed into the mc and then a gw was inserted to reposition the mc. A non-sterile orbit mini complex fill 3x4 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked and broken. The introducer was received zipped without damage. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper was found without damages while the embolic coil was found stretched. The hypotube was inspected under microscope and it appears that it was kinked before it was broken/separated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled/stretched coil was confirmed. The exact cause of the separation of the hypotube found on the returned device could not be determined; however, based on the report that other than the stretched coil there were no other damages to the delivery system, post procedural handling/kinking appear to have caused the separation. Although no definitive conclusion can be made regarding the stretched coil, if attempt to fully recapture the coil into the introducer was done after removal from the mc instead of while the introducer was fully seated into the mc as outlined in the instructions for use, this procedural factor may have contributed to the coil stretching. With review of the additional information, it is possible that aneurysm size and the reported complicated position of the aneurysm resulting in mc movement may have contributed to stretching of the coil. Neither the analysis nor the device history records review suggests that the reported event is related to the manufacturing process. Procedural/clinical factors appear to have contributed to have these damages. Additionally inspections are in place to prevent this type of damage from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3x4 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked and broken. The introducer was received zipped without damage. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper was found without damages while the embolic coil was found stretched. The hypotube was inspected under microscope and appears that it was kinked before it was broken/separated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The damage found on the device and the failure experienced by the costumer could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.